Event description:
A malfunction alarm, identified as "malf 9," was reported by the customer. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to call back if the issue recurred and was advised to continue using the pump.